Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was noted that the patients ipg was hitting on pants and did not like the current placement. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.